Event description:
The customer received questionable results for about 20 patients from the cobas 8000 cobas c 701 module. Only data for two patient samples was provided. Sample 1: the initial albp albumin bcp result was 6.02 mg/dl and the repeat result was 18.61 mg/dl. The result from another analyzer was 4.9 mg/dl. The initial gluc3 glucose hk gen.3 result was 33 mg/dl and the repeat result was 218 mg/dl. Sample 2: the initial glucose result was 38 mg/dl and the repeat result was 198 mg/dl. The result from another analyzer was 4.9 mg/dl. The result from another analyzer was 74 mg/dl. The initial hdlc3 hdl-cholesterol plus 4rd generation result was 0 mg/dl and the repeat result was 2 mg/dl. The result from another analyzer was 44 mg/dl. The erroneous results were not reported outside of the laboratory. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found there was a damaged aspirator tubing and replace it. System qc was performed and was in range.